Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files confirmed speed drops below the low speed limit on (B)(6) 2022 and (B)(6) 2022.. There were high powers noted during the speed drops. There were speed reductions seen on (B)(6) 2022 at 20:57 while connected to the power module. A driveline repair was performed on (B)(6) 2022. Driveline faults and a pump stop were recorded and associated to repair. The removed section of the driveline would return for evaluation. A review of the log files revealed a no external power event on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 33 days (26jan2022 - 28feb2022 per timestamp). A no external power alarm was active on (B)(6) 2022 at 08:07:51 due to dual disconnections of the power cables. The alarms cleared once the power cables were reconnected to power. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Multiple good faith effort attempts were made requesting the serial number of the controller and if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, backup battery fault, and power cable disconnect alarms. Heartmate ii IFU section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01178.